Manufacturer narrative:
The ams 800 occlusive cuff was visually inspected and microscopically examined. A leakage test was performed, and no leaks were found. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis did not confirm a device malfunction. The ams 800 pressure regulating balloon was visually inspected and functionally tested. A leakage test was performed, and no leaks were found. Inspection of the remainder of the device, revealed no other damage or irregularities. The balloon passed pressure test at 79.6 cmh2o,for pressure specifications between 71-80 cmh2o. Therefore, the device performed within product specifications and the device malfunction was unable to be confirmed. The ams 800 device was visually inspected and microscopically examined. The pump went onto be functionally tested. The device performed within product specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events are included as a potential adverse event within product labeling.

Event description:
It was reported that due to possible malfunction, infection, and erosion the patient was admitted for a scope and then a removal of his artificial urinary sphincter (aus). During the scope and removal it as found that the patient had a swollen scrotum which showed an infection and urine passing into the scrotum. A lot of fibrotic tissue was found and other tissue problems, but these problems are said to not be related to the device. It was noted that the device was still functioning, but had to be removed due to the infection. The patient is now stable after the removal. Additional information was received that the infection was located in the scrotum. The physician stated that the infection could be due to multiple revision surgeries, but does not believe it was due to the device. The site of the erosion was on the urethra and was associated with the belt cuff. The physician included that the patient had a double cuff and one of the cuffs may have contributed to the erosion, but the patient also had weak tissue. The cause the swelling is unknown and no treatment was provided for the swelling.

Event description:
It was reported that due to possible malfunction, infection, and erosion the patient was admitted for a scope and then a removal of his artificial urinary sphincter (aus). During the scope and removal it as found that the patient had a swollen scrotum which showed an infection and urine passing into the scrotum. A lot of fibrotic tissue was found and other tissue problems, but these problems are said to not be related to the device. It was noted that the device was still functioning, but had to be removed due to the infection. The patient is now stable after the removal. Additional information was received that the infection was located in the scrotum. The physician stated that the infection could be due to multiple revision surgeries, but does not believe it was due to the device. The site of the erosion was on the urethra and was associated with the belt cuff. The physician included that the patient had a double cuff and one of the cuffs may have contributed to the erosion, but the patient also had weak tissue. The cause the swelling is unknown and no treatment was provided for the swelling.